Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose value of 52mg/dl. Customer other blood glucose values were 50 mg/dl, 52mg/dl, 102mg/dl and 205mg/dl. The customer was treated with carbohydrate. The device is not expected to be returned for analysis.